Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted at the upper buttocks on (B)(6) 2017. The complaint device was returned for evaluation. The device was visually inspected and found that the liquid crystal display (lcd) was cracked. Receiver was charged and booted up. Functional testing was performed and there was no failure detected. A review of the data log found inaccuracies. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2017. No additional event or patient information is available. No data or product was provided for evaluation. The report of an inaccuracy could not be confirmed. A root cause could not be determined.